Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device disposition unknown.

Event description:
This is a legal case. This product inquiry is for the revision surgery due to screw breakage in (B)(6) 2022. Another product inquiry was opened for the implants 'coming apart/ shifting'. As reported: "patient called stating he had a shoulder replacement in (B)(6) 2021. In (B)(6)2022, a revision was needed due to a broken screw. In (B)(6) 2022, a total shoulder revision was needed because the shoulder 'came apart/ shifted."

Event description:
This is a legal case. This product inquiry is for the revision surgery due to screw breakage in (B)(6) 2022. Another product inquiry was opened for the implants 'coming apart/ shifting'. As reported: "patient called stating he had a shoulder replacement in (B)(6) 2021. In (B)(6) 2022, a revision was needed due to a broken screw. In (B)(6) of 2022, a total shoulder revision was needed because the shoulder 'came apart/ shifted."

Manufacturer narrative:
Please note correction to d4 (lot #). The reported event could be confirmed based on the evidence provided. A x-ray confirming the screw breakage was received for inspection. It was not communicated by the customer exactly which peripheral screw broke. Based on the analysis of the x-ray, it was determined, with the medical experts, that the breakage occurred at the smallest of the screws communicated, thus, the 4.5mm peripheral screw - 20mm. Due to the lack of further information and evidence, it was not possible to determine the root cause. As stated by a medical expert: "without access to additional imaging data that depicts the condition following the initial revision and another set of images illustrating the situation that led to the second revision, it is not feasible to offer an assessment regarding any purported issues related to the device's construction or determine a potential root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.